Manufacturer narrative:
An independent assessment was performed by a board certified radiologist. The independent assessment concluded that in all three (3) patient cases the quality of the images produced on the aspire cristalle were fit for use as part of a diagnostic mammography examination. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
Self regional hospital informed fujifilm medical system, u.s.a, inc. On june 17, 2019 that they had recalled approximately 300 patients that had been examined using the fujifilm aspire cristalle product (november 2018, december 2018, and january 2019) and they have identified three (3) patient cases where an early stage of breast cancer was detected based on biopsies conducted after the patients were re-screened using non-fujifilm mammography equipment. A complaint for a potential issue at this customer facility was previously reported under 3001722928-2019-00001 and 1000513161-2019-00001

Manufacturer narrative:
If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
(B)(6) regional hospital informed fujifilm medical system, u.s.a, inc. On (B)(6) 2019 that they had recalled approximately 300 patients that had been examined using the fujifilm aspire cristalle product ((B)(6) 2018, (B)(6) 2018, and (B)(6) 2019) and they have identified three (3) patient cases where an early stage of breast cancer was detected based on biopsies conducted after the patients were re-screened using non-fujifilm mammography equipment. A complaint for a potential issue at this customer facility was previously reported under 3001722928-2019-00001 and 1000513161-2019-00001.